Event description:
A customer in (B)(6) contacted biomérieux to report the occurrence of a false negative toxoplasma result and falsely underestimated pct result in association with the minividas® analyzer. The customer performed test vidas txgii ((B)(4)) on one sample and obtained negative results when testing and positive results when testing. The sample was positive with abbott txg (customer's reference method). The customer reported the positive result to the doctor. After obtaining the discrepant result, the customer performed qcv tests twice on the compartment b with two different batches of vidas qcv; the qcv tests failed. To be noted, a field service engineer (fse) visited the customer site for a preventive maintenance on (B)(6) 2018 and replaced two pumps in the instrument. Leak test and opt test passed. Retrospective analysis indicated, between (B)(6), the customer performed four (4) vidas pct tests in minividas section b; the results were : (B)(6). The results were reported to the doctor; the customer also informed them about the instrument issue. No further testing by the customer was evident nor test results provided to confirm if the reported results were discrepant/accurate for these four patients. On (B)(6) 2018, the fse performed qcv test which failed. Following pump adjustment, the test passed; the minividas was returned to operation. There is no indication or report from the laboratory or physician that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed for the occurrence of incorrect txg and pct results on section b of the minividas® analyzer. The issue was confirmed by the customer's two qcv failures. On 13aug2018, the fse (field service engineer) performed a qcv that failed again. He noticed an abnormal noise on section b during the process. Because of this abnormal noise, the fse performed a tp5 test (tower movement check) which did not pass (error 1015). Consequently, the fse performed an adjustment of the tower sensor and of the tower height. An additional leak test and qcv tests were performed to qualify the instrument. The instrument was repaired. Retrospective analysis was performed between 08aug2018 (date of preventive maintenance) and 10aug2018 (date of the issue confirmed by 2 qcv failure). It showed that five (5) samples were run in the section b (4 for pct and 1 for txg). The txg test was performed on abott first (result positive) and after on section b of mini vidas (result negative). Another test on the same instrument but on section a gave a positive result. The result reported was positive and there was no patient impact. For the four pct tests, we cannot exclude that the issue led to wrong results. Re-runs were not possible, but the biologist has contacted the doctors and clinicians to inform them of the potential false results. No feedback has been provided about patient impact. Conclusion: the cause of the incorrect result and qcv failure was a bad adjustment of the tower for the section b. This issue was not seen during instrument qualification because adjustment was probably very limited and maybe a lack of tightening of the screws was causing the rapid misalignment of the tower. The instrument triggered an error 1015 the same day of the preventive maintenance. This error should have alerted the user. An adjustment of the tower sensor and of the tower height resolved the issue.